Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was unknown that the user had checked whether there was no abnormality such as crack on the subject device soon after the attaching to the endoscope. The user was probably not used anti-fog agent. Omsc could not review the manufacture history (DHR) of the subject device because the lot number of the subject device was unknown, however there had been no information regarding the manufacturing problems in the past. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed as follows. By pushing the subject device diagonally when attaching it to the endoscope, the load was concentrated on the center line of the tip of the subject device and it was damaged. The anti-fog agent was probably not used, but if it was used, it is probable that chemical cracks occurred due to the adhesion of the anti-fog agent. The detachment of the subject device from the endoscope might be attributed to following. The subject device had become easily detachable condition from the endoscope due to insufficient attachment. The subject device had become easily detachable condition from the endoscope due to damage of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation, a1, d10, g2, and h6. A1, d10, g2, h6: information added to these fields that was inadvertently not included on the initial medwatch. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729). -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -it is unknown whether the cover was confirmed to have no cracks or other abnormalities immediately after it was attached to the scope. -an anti-fog agent is probably not used based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -because the attachment to the scope was insufficient, the cover became easily detached from the scope. -by pushing the cover diagonally when attached to the scope, the cover was damaged, making it easy to remove the cover from the scope. -the anti-fogging agent adhered to the cover and was damaged by a chemical attack, making it easy to remove the cover from the scope. In addition, the following can be considered as the cause of the breakage of the distal cover. -by pressing the cover diagonally when attaching it to the scope, the load was concentrated on the center line of the tip of the cover and it was damaged. -it is said that the anti-fog agent was probably not used, but if it was used, it is thought that chemical cracks occurred due to the adhesion of the anti-fog agent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the bottom of front side and distal end of the subject device were cracked, making it easy to remove from the endoscope. It is probable that the subject device was damaged, which reduced the fixing force to the endoscope and caused it to come off the endoscope due to friction with the inside of the body cavity during removal. The following are presumed causes of the cover being damaged or falling off. Anti-fog agent adhered to the subject device and was damaged by chemical attack, making it easy for the subject device to come off the endoscope. The subject device was easily removed from the endoscope due to insufficient attachment to the endoscope. When the subject device was attached to the endoscope, the cover was damaged by pushing it diagonally, making it easy for the subject device to come off the endoscope. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the endoscopic retrograde cholangiopancreatography (ercp), the user withdrew the tjf-q290v from the patient, the user found that the subject device had not been attached to the tjf-q290v. The user checked the patient and found that the subject device was caught in the patient's throat. The user retrieved the subject device from the patient. The subject device had been torn in two at the tear off line. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.